Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician found. No voltages at j1 and j3 on the power supply board. Found blown fuse in lower power supply and replaced the same. Unit would start up and when compressor and fan kicks in a loud screaching noise could be heard and the power supply fuse would blow. Checked power supply board but this was good and sent the unit to the factory for further repair. A shorted compressor and condenser fan motor were replaced. Preventive maintenance, functional test and safety check as per the service manual were performed successfully.

Event description:
(B)(4).

Manufacturer narrative:
Update 03/29/2016 12:56 pm (B)(4): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician was on site and investigated the unit. The technician found a blown fuse and 4amp filter in lower power supply and replaced the same. The technician completed a startup system test successfully, however, no compressor operation. Found 230 volts not present at power supply board, therefore the fuse and the power supply board were replaced by the technician. A startup test was performed again and the compressor turned on. After several minutes smelled smoke from the top of the power supply and the compressor shut off, the unit was sent to repair depot for further investigation and repair. After the investigation results become available a supplemental medwatch will be submitted.

Event description:
Update 03/29/2016 12:42 pm (B)(4): the customer stated that the ice block was melting. After several minutes, the left half of screen went blank and the unit started beeping. An error symbol was also seen on display. This was discovered prior to use on a patient case. Customer also stated unit was alarming and no ice block formed. Not in use on patient. Found hcu30 alarms with error codes 1008, 1064, 3008, 3064. (B)(4).